Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient's job required them to wear an ear plug that has radiofrequency transmission. When the patient has this transmission on their waist line, while they are talking they feel a tingling sensation. It was noted that this was only felt when the patient was talking. It was also noted that the magnetic reed switch was disabled. The rep advised the patient to wear this transmission higher on their back, away from the implant. Additional information was received from the rep. It was reported that the rep would try to get in touch with the patient the week following (B)(6) 2018. It was noted that the physician was aware of the issue. Additional information was received from the rep. It was reported that the rep spoke to the patient, who decided to not use the transmitting device causing apparent electromagnetic interference (emi) with the neurostimulator. The patient would simply lay the device on a desk and pick it up to transmit when needed. Wearing the device behind their neck did not work. It was noted that the rep would speak to the physician on (B)(6) 2018.